Event description:
Caller reported an occlusion alarm, which resulted in the customer's blood glucose level displaying a "high," a specific value was not provided. The customer addressed the high blood glucose by performing a correction injection. Tandem technical support advised the caller to disconnect tubing from the site, adjust the t:lock, and attempt a bolus, but the occlusion alarm recurred multiple times. Additional guidance was provided to fill and load a new cartridge. No third-party assistance was required, and minimal pump issues such as cracks or temperature changes were observed. It was resolved that the customer would replace supplies and resume insulin use.